Event description:
During the suturing process of an open heart surgery, a small piece of carbide insert broke on each side of the wire twister. One piece was located on the surgery table. The other piece was not found. An x-ray was performed and there were no foreign objects in the patient. The surgery was completed with no adverse event or injury to the patient.